Event description:
The customer reported that the "speaker of the intellivue multi measurement server x2 was defective". No death or patient/injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Correction contact office: (B)(4).

Manufacturer narrative:
(B)(4).